Manufacturer narrative:
6/13/97-supplemental report #1 submitted to FDA.

Event description:
During a lung volume reduction procedure, some formed staples remained in the cartridge. The hospital reported that no patient injury had occurred.